Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported "severe pain, capsular contracture, baker grade IV and rupture". Later, healthcare professional confirmed capsular contracture, baker grade IV and rupture. The device remains implanted. This record relates to the left side.